Event description:
The customer reported to olympus that during an unspecified procedure, this camera head had "probably loose contact." Attempts to obtain additional information were made, however, unsuccessful. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unspecified procedure, this camera head had "probably loose contact." Attempts to obtain additional information were made, however, unsuccessful. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide the final investigation results and updated and fields. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for olympus for evaluation and the customer's allegation was confirmed. Because cable unit is twisted, noise occurred and no image is displayed. Based on the investigation results, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. This issue is addressed in the instructions for use (IFU): ¿should the slightest irregularity be suspected, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the performance of this device.